Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for 3 suspect parts. Replacement pcba ht controller, interface controller rf w/o hv pcba, and pcb filament driver pcba were shipped to site on 08/09/2016. No parts have been received by manufacturer for analysis. On 08/10/2016 a medtronic representative performed an imaging system check-out, all areas passed. Changed filament driver pcb due to error 15. Issue was reproduced once, however, after switching from a small to a large filament the problem was resolved. Checked all dose checks, all connections inside the generator and any impedance to the hv cables. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported receiving a generator error 15 on a site's imaging system. This occurred during a system check-out. There was no patient present when this issue was identified.

Manufacturer narrative:
The replacement interface controller rf w/o hv pcba was returned unused as it was unrelated to the reported event.

Manufacturer narrative:
Additional information: the replacement pcba ht controller was returned unused as it was unrelated to the reported event. The suspect pcb filament driver pcba was returned for evaluation and is currently under analysis.

Manufacturer narrative:
Investigation of returned suspect pcb filament driver pcba was unable to replicate the reported issue. Installed filament driver pcba in test imaging system. The motion, generator and communication readied. 2d and 3d imaging were successful while under test. No generator errors were observed while under test. No problem found. The reported event could not be duplicated by medtronic personnel.